Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine in clinic follow-up, the right atrial lead exhibited high impedance measurements. On (B)(6) 2018 during a scheduled implantable cardioverter defibrillator procedure, the lead was successfully capped and replaced. The patient was in stable condition before, during and post surgery.